Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced repeated dexcom g6 sensor pairing failures to the ilet, exhausted a box of sensors, and had one sensor in warm-up, with education provided to monitor current readings and to contact dexcom for sensor replacements. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no alarms, and no alerts. Investigation included troubleshooting and user education on pairing and monitoring. Investigation of this case revealed pairing failure between the cgm sensor and the ilet without pump alarms, with the sensor component implicated in unsuccessful integrations. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or connectivity issues related to cgm pairing, with no device malfunction of the ilet confirmed.